Event description:
It was reported that "the right internal carotid artery was accidentally punctured during an ultrasound-guided central venous catheter (right internal jugular vein) implantation procedure. The needle flexed during the procedure, not allowing precision in the maneuvers. The cvc was placed in the us-guided left jugular vein with a different but compatible introducer kit with the implantation of the two-way catheter, which was used." The patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the right internal carotid artery was accidentally punctured during an ultrasound-guided central venous catheter (right internal jugular vein) implantation procedure. The needle flexed during the procedure, not allowing precision in the maneuvers. The cvc was placed in the us-guided left jugular vein with a different but compatible introducer kit with the implantation of the two-way catheter, which was used." The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and the product lidstock for evaluation. Signs of use were observed on the returned needle. Visual inspection revealed a slight bend towards the middle of the needle cannula. The damage appears consistent with undue force being applied to the needle during use. The bend in the cannula measured 15mm from the hub. The needle cannula outer diameter measured 0.0503", which is within the specification limits of 0.0495"-0.0505" per the cannula product drawing. The cannula inner diameter at the distal end measured 0.042" , which is within the specification limits of 0.041"-0.043" per the cannula product drawing. Functional inspection of the needle was performed per the instructions for use (IFU) provided with the kit which states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." Despite the damage, the needle was able to draw and aspirate water while attached to a lab inventory ars with no difficulties. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". The customer report of a bent needle was confirmed through complaint investigation. Visual and microscopic examination confirmed that the cannula was slightly bent. Despite the damage, the needle met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.